Event description:
It was reported that, "the first instrument, the acetabular window trial was not removable because, the threads had been stripped away. A bone hook was used to finally remove the trial. After implanting a 52 mm psl acetabular shell a custom trial insert was impacted. The inserted did not seat properly when impacted. The dr pulled out the insert and noticed that a large piece had chipped off."

Manufacturer narrative:
Na